Event description:
Approximately two years postoperatively, the valve was explanted due to hemolysis of unknown etiology requiring transfusions. It was reported that the patient had a preoperative gradient of 40mmhg across the valve prior to surgery on transesophageal echocardiogram; however, the surgeon was not confident in the reading due to the patient's emotional state at the time of the test. At explant the valve appeared to function normally and no paravalvular leak, thrombus, pannus or vegetations were present. The valve was replaced with a 21mm tissue valve following an annular enlargement.